Event description:
The customer contacted beckman coulter, inc. (Bci) to report error flags for 2 different levels of quality controls (qc) when assaying for thyroid stimulating hormone (tsh) on an access 2 immunoassay system. No patient samples were being analyzed at the time of the event. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Through troubleshooting conducted by bci with the customer, it was determined that no tsh reagent pack was loaded onto the reagent carousel of the system. Bci had the customer delete the missing tsh reagent pack from reagent inventory then reload a new tsh reagent pack onto the reagent carousel. The customer was advised to run qc on the newly loaded tsh reagent pack and confirm all qc results recover within the laboratory's established ranges before analyzing any patient samples. The root cause of this event was determined to be use error. The customer entered tsh into the reagent inventory of the system but failed to actually load the tsh reagent pack onto the reagent carousel.